Manufacturer narrative:
MFR's investigation: following the facilities conversion to the microclave clear connectors, ICU medical became aware of some concerns describing isolated flushing issues, residual fluid leakage, recessed silicone "stick-downs." Previous investigations of microclave connector leakages/component functionality have identified these types of issues can occur when the microclave is accessed with incompatible devices as well as inadequate flushing, incorrect attachment techniques. Label review: the directions for use (dfu) states that the clave/microclave connectors are compatible with iso male luers having an internal diameter between 0.62 inches - .110 inches (1.55mm and 2.8mm). Method: during february - march 2013 timeframe, ICU medical clinical and product specialist teams met with the facility clinical resource value analysts and dept staff to review/evaluate each of the departments/units clinical protocols and applications specific to their intended microclave connector usage with various device sets/applications. In addition to in-servicing, approx seventeen (17) various IV, admin, primary device sets; stopcocks from the facilities inventory were evaluated specific to mc100 connector performance including dimensional luer compatibility and performance features such as priming volume, flow etc. The results identified/documented both compatible products and those that were not compatible and or exhibited unsatisfactory performance i.e. Flow reductions, component stick-downs etc. The info was provided without prejudice to the clinical and inventory staff for final determinations and inventory assessments. It is the MFR understanding that as of june 2013 facilities inventory/usage was modified and compatibility issues resolved. Conclusion: the involved mc100 devices were not returned for analysis and confirmation. However, based on site assessments/activities, it can be concluded that the mc100 were accessed/mated and or used with incompatible devices.

Event description:
FDA/(B)(4) report received reporting residual blood leakages with use of microclave clear connectors and various tubing sets, stopcock accy devices. The report states "the microclave caps were not springing back once blood has remained in the line. The caps had to be changed as there is a concern of air entrapment or increased bsi risk." There were no reported adverse pt consequences.